Event description:
Reported by medical professional from patient care that a patient passed away and it is rumored that alarms did not sound on the model 7500 oximeter. Patient's attorney is currently in possession of the oximeter. There is no information on sensor used.